Event description:
It was reported that, this electrode delivered an inappropriate shock due to a suspected fracture. The patient went for a follow-up, and the event was easily reproduced during sitting position, bending forward and bending sideways. The noise was also evident continuously after returning to a resting position, on the secondary and alternative vector. The technical services (ts) review the data and indicated that the system appears to be impacted by a electrode mechanical impairment, most likely affecting sense a conductor. The ts recommended to perform an electrode replacement as soon as possible according to physician clinical consideration. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and replaced due to fracture. The electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered an inappropriate shock due to a suspected fracture. The patient went for a follow-up, and the event was easily reproduced during sitting position, bending forward and bending sideways. The noise was also evident continuously after returning to a resting position, on the secondary and alternative vector. The technical services (ts) review the data and indicated that the system appears to be impacted by a electrode mechanical impairment, most likely affecting sense a conductor. The ts recommended to perform an electrode replacement as soon as possible according to physician clinical consideration. This electrode remains in service. No adverse patient effects were reported.